Manufacturer narrative:
Date of report: 06may19. Date rec¿d by MFR:11apr19. The data acquisition (da) - printed circuit board assembly (pcba) and da pcba to motor controller (mc) pcba cable were received for evaluation. Visual inspection of the da pcba revealed no signs of damage or contamination. Visual inspection of the da to mc cable revealed evidence of a dent marks on the ribbon cable. The return components were installed to a good test ventilator. The ventilator was tested and no failures were identified. The product meets specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 14dec2018. The customer biomedical engineer evaluated the device and the reported condition could not be duplicated. Philips product support engineer (pse) recommended replacing the data acquisition (da) printed circuit board assembly (pcba) as a precautionary only. The customer reported that the data acquisition (da) to motor controller (mc) cable assembly was replaced to resolved the issue. The ventilator was returned back to service.no parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
The customer reported that the ventilator generated an error relevant to a calibration error. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.